Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. There were no adverse consequences; the patient was stable and will continue to be monitored.